Manufacturer narrative:
(B)(4). I have been initiated for this issue. Model 66500, serial number/date code and age of product are unknown. The owner's manual part number 1148077 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions and instructions for safety using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer is a male in his (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the consumer was sitting on the 66500 rollator outside his garage when the rear caster wheel allegedly fell off causing the consumer to allegedly fall backwards. The caster was alleged completely unscrewed. Upon inspecting the unit, the outer caster wheel was allegedly coming off as well. The consumer has had this unit for about a year. The consumer sustained a minor injury (scraped elbow) and did not seek medical attention. The dealer provided the consumer with a replacement rollator. The product is being returned to invacare for an inspection and evaluation.

Event description:
Customer alleged while sitting on the unit, the back caster wheel allegedly fell off. Minor injury alleged.